Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age or date of birth: requested, not provided due to hospital policy. A3: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: requested, not provided due to hospital policy. A6: race: requested, not provided due to hospital policy. D4: model #: requested, not provided . D4: lot #: requested, not provided . D4: expiration date: unknown due to the combination of an unknown model & lot number. D4: UDI: unknown due to the combination of an unknown model & lot number. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted . E3: occupation: cardiac supply chain manager. H4: device manufacture date: unknown due to the combination of an unknown model & lot number. The product model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the tr band has not been holding adequate pressure, requiring the use of multiple bands to achieve hemostasis. There was no blood loss.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).